Event description:
Pt was revised to address loosening of the humeral and glenoid components. Poly wear and osteolysis were discovered intraoperatively.

Manufacturer narrative:
Examination was not possible, as the prods were not returned. A search of the complaint database found no prior reports for all reported part and lot # combinations. Provided info marked on the device experience report is marked that the prds are not suspected of failing to meet specs. Provided info states the joint was full of granuloma. On x-ray it looked infected, however, gramstains and frozen sections came back negative. The investigation could not verify or identify any prod contribution to the reported event. Based on the investigation the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the prod and/or any add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.